Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl which was treated with food. Sensor value that the reported event was 200 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in emergency room nor admitted into hospital. Customer did not use auto mode. Insulin delivery was not suspended due to sensor glucose values. The insulin pump will not be returned for analysis.